Manufacturer narrative:
The device and a video of the event was returned to zoll medical canada for evaluation. Review of the video did show the error message related to the customer's report. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.